Event description:
The patient reported that they went to their appointment to get their staples out and the unit turned on, it was working great, stimulating about 90% of the time like it was supposed to. It was later noted that they were pushed over a kitchen chair and down to the floor. They had since seen the manufacturer representative (rep) and health care professional (hcp) twice and it did not seem like it was stimulating enough. It did not seem like it was working enough. They wanted to see if they want to recalibrate the unit and to see if it would work better. The patient went to see their pain specialist on friday and they were still going to give them pain medicine because they knew that it did not work all the time, they stated that they would still be on pain medicine but would not have to take as much. It was noted that it was stimulating it seemed to help a lot, it was still on constantly but it did not seem like it was working hard enough. It was noted that they would continue working with the rep and hcp. Other relevant medical history includes spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.